Event description:
I had the essure procedure done in 2010. I now suffer from headache, blurred vision, abdominal pain, hip pain, back pain, depression. I was diagnosed with inflammation of the cervix and ovaries a week ago, and an now on 2-500mg antibiotics twice a day plus hydrocodone for pain. I go back to my ob-gyn at the end of the month for more tests. I have not had any previous medical issues. I used to be able to enjoy hiking and many other outdoor activities and now have to force myself out of bed every morning because I am so fatigued. I have no cysts and was not on birth control prior to having the procedure done. I will be more than happy to provide my f/u appointment findings.